Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a ventilator that is vent inop.this event was reported to have occurred during clinical use.there was no allegation of harm associated with this report.

Manufacturer narrative:
The manufacturer's field service engineer replaced the blower moog controller, cpu printed circuit board, and the power supply assembly in an effort to correct and address this reported condition. However, the ventilator remained defective, and the customer then informed the field service engineer that this ventilator was to be retired, with no further repair. The blower moog controller, cpu printed circuit board assembly and the power supply assembly were returned to the manufacturer's failure investigation lab for evaluation. Visual inspection of each of these components revealed no signs of damage or contamination. During test #1, the cpu pcba and the moog bmc were installed into the test ventilator. It was revealed that the cpu was not programmed correctly, including flow sensor table and option programming. However, the test vent did power up and deliver breaths, and did not produce any errors. Test 2 successfully demonstrated that the cpu could be programmed correctly, with no generated errors. Test 3 utilized all three returned parts into the test ventilator - all testing passed, with no errors. Volt testing was found to be within specified ranges. Extended testing (approximately 3 hours of operation) revealed no faults, and demonstrated that the parts within the test ventilator successfully delivered breaths.